Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter stated that the pump powered off. The patient reported tried replacing the battery but the pump kept rebooting. The patient reportedly went to a back up treatment plan. Several attempts were made to follow up with the reporter to troubleshoot the issue but were unsuccessful. No further information was available.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box history revealed power on resets on (B)(4) 2012 at 6:41pm. There were no alarms noted related to the complaint in the pump alarm history. There was no damage found to the battery cap or battery compartment. The pump was exercised for 24 hours with returned battery cap with no power issues noted. A battery cap contact test was performed with no connection defects. The pump cover was removed and no moisture or damage was found to the battery flex or power circuit. Unrelated to the complaint, the black box history showed that the time and date reset to factory settings after the power was reset on (B)(4) 2012. A bt1 internal battery failure was found. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Also unrelated to the complaint, evaluation revealed a faded and discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.